Event description:
During a radial artery harvesting procedure, the patient's brachial artery was ligated instead of the radial artery. As soon as this was observed, a vascular surgeon harvested and sutured the vein from one of the legs to the patient's arm to pefuse it as there was no blood flow from the elbow to the upper arm. No further complications occurred. The case was completed "normally" after the surgical intervention was performed. No product failure occurred and the hospital reported that the issue was not product related. This report is submitted because of surgical intervention was performed.